Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the tip of the cannula was fractured. The root cause of the event is likely the result of external force applied on the cannula by the robot mount in combination with lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic sacrocolpopexy. Incident description: the surgeon was performing a robotic sacrocolpopexy and it was noticed that part of the clear seal was missing. The doctor search the body cavity, flushed it, and was still unable to locate the missing section. The approximate side of the seal that detached was 2mm x 4mm. Type of intervention: search for the seal component. Patient status: no patient injury.